Event description:
It was reported when using the bd vacutainer® urine collection cup there was no label or missing label information. The following information was provided by the initial reporter. The customer stated: "the label of urine cup was exposed as the protective label was not in position."

Manufacturer narrative:
Investigation summary: bd had not received samples, but 1 photo was provided for investigation. The photo was reviewed and the indicated failure mode for misplaced label was observed. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint has been confirmed for the indicated failure mode misplaced label. Bd was not able to identify a root cause for the indicated failure mode.